Event description:
It was reported that the user experienced elevated blood glucose with fingerstick at 256 mg/dl and sensor at 250 mg/dl while using the ilet with an inset 23" infusion set; the user had performed a supply change earlier, noted prior elevation, and suspected potential scar tissue from repeated site use, and a replacement infusion set was arranged. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed that no findings were available and there was insufficient information to identify a specific device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.